Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted at the abdomen on (B)(6) 2018. It was reported that the patient entered bg values outside the 40-400 range. No additional event or patient information is available. Data was provided, however confirmation of the reported inaccuracy could not be determined. A probable cause could not be determined via data. Labeling indicates: never calibrate if your blood glucose values are under 40 mg/dl or over 400 mg/dl. If your bg values are not between 40-400 mg/dl, the system won¿t accept your calibration. Wait until you are within the 40-400 mg/dl range before entering your bg values.